Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited loss of capture (loc) four weeks post implant. A revision procedure was performed. During the procedure, a change in threshold measurements was observed versus a lead dislodgement. The change in threshold measurements was felt to be related to patient condition. The physician elected to explant and replace the lead instead of repositioning due to preference for steroid elution. This lead was successfully explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.